Event description:
Covidien received information that the 840 ventilator graphical user interface (gui) display was dim and going blank. There was no patient connected to the device at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device. The cse replaced the gui printed circuit board (pcb) and upgraded the display from 9.4 to 10.4 display. The software was also upgraded. The ventilator passed calibrations and performance verification test (pvt).